Manufacturer narrative:
Manufacturer ref# (B)(4). The event is not considered reportable after investigation as the event is considered a side effect not caused by device. H6)c22 - appropriate term/code not available for side effect. D17 ¿ appropriate term/code not available for side effect. Summary of investigational findings: an 85-year-old male patient was emergently treated with a tevar (thoracic endovascular aortic repair) for a hyperacute (< 24 hours) type b thoracic dissection on (B)(6) 2019. The primary location of dissection was zone 2 and distal location left common iliac with false lumen present in both the descending thoracic aorta and the abdominal aorta. Pre-medical conditions were entered as secondary hyperparathyroidism, chronic kidney disease, stage 1 and aortic dissection type b. Furthermore, partial thrombus was noted in both proximal and distal fixation sites. The procedure was performed with a zta-p-38-217 and two non-cook stents. It was reported that the zta-p-38-217 could not be advanced through the femoral artery due to the angulation in the aorta (B)(4). The zta device was instead inserted through the subclavian artery. The zta-p-38-217 was placed in zone 2, partially covering the left subclavian artery. The two stents were placed distal to the zta-p-38-217. Procedural angiography shows that the thoracic false lumen is not present, and the abdominal false lumen was partially thrombosed. The source of the false lumen flow was unknown. Furthermore, it was described that a type 1b endoleak was present (B)(4), however, no intervention was performed. Furthermore, mural thrombus is described in 1-month follow-up, 6-month follow-up and 12-month follow-up, this event will be handled in this complaint. No intervention was reported. The patient is reported to be on anti-platelets (other than aspirin). Per the instructions for thrombosis is a known adverse event. Furthermore, the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in patient populations with dissections. Based on the information provided it is possible that the patient's medical condition with already existing thrombus could contribute to the development of new thrombus. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent

Event description:
Description of event according to study: at the 1-6-12 month follow-up visit, evidence of thrombus in the zta was noted. Synopsis: the patient was emergently treated for aortic dissection. There was difficulty with access to the target lesion. At the end of the procedure, the abdominal false lumen had continued flow, component separation and type 1b endoleak were noted. At subsequent visits, abdominal false lumen flow was not present, and then present again, and thrombus to the zta and retrograde progression of dissection were noted. (Pr (B)(4) meldpunt ref: it 2097850 / 14540) type 1b endoleak was entered as an ae which led to the patient¿s death. On an as yet unknown date in 2019 (procedure form has not been completed), the patient was emergently treated for hyperacute thoracic dissection type b with placement of 1 zta-p device and 2 non-cook stents. Access of the target lesion and deployment of the zta device was not successful, with explanation ¿due to malformation, the device could not reach target site, from femoral artery. However, from subclavian artery it was possible.¿ at the end of the procedure the abdominal false lumen was partially thrombosed with source of false lumen flow unknown. A type 1b (distal) endoleak and component separation device issue was noted. At the 1-month follow-up visit, an ae is noted to have occurred since the procedure but has not yet been entered in the study database. Abdominal false lumen was not present on imaging. Evidence of thrombus in the zta was noted. Device issue was noted, stating type 1b endoleak. At the 6-month follow up visit, retrograde progression of dissection was noted and the abdominal false lumen was partially thrombosed with source of false lumen flow unknown. Evidence of thrombus in the zta, device issue, and type 1b endoleak persisted. The 12-month follow-up visit showed no change to the imaging findings. An adverse event was entered for endoleak, type 1b (distal) with onset date 15jan2020 (the same date as the 12-month follow-up visit). This was queried since the endoleak was noted at each visit, including at the end of the procedure. No treatment was noted. The event was considered related to the study device and due to a device deficiency, noting ¿faulty seal.¿ the event led to the patient¿s death. Patient outcome: the patient is reported to have died on (B)(6) 2021, with cause of death ¿progression of dissection, due to endoleak type 1b.¿ no autopsy was performed, and no death report is available. Circumstances surrounding the patient¿s death are noted as ¿unknown.¿

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k) p140016 investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.